Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2022. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 17152778/17561354. Product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(6), batch: 14990505. Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(6), batch: 17392223/17392223.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information has been obtained despite good faith efforts.